Event description:
Diagnosis or reason: surgical case. Tissue expander cpx4 with suture began leaking when physician began filling. Breast cancer clinician contact (B)(6). Left voice mail to send return exchange 314 pm.